Event description:
It was reported that this pacemaker exhibited oversensing on the atrial channel. Technical services (ts) recommended reprogramming adjustments. No adverse patient effects were reported. This pacemaker remains in service. Additional information indicated that this pacemaker system exhibited a decrease in the ra amplitude. Ts recommended reprogramming options. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited oversensing on the atrial channel. Technical services (ts) recommended reprogramming adjustments. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.